Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded. The investigation is in process. Concomitant medical products: item 42532007501, lot unknown. Item 66022663, lot unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03912, 0001822565-2020-04139. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient was revised due to aseptic loosening of the tibial component. Surgeon alleged the cement mantle failed as cement was still adhered to the explanted component and the patients bone. Attempts have been made and no further information has been provided.